Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified mid to proximal left anterior descending (lad) artery. A 3.00x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion, however, resistance was encountered. When the device was checked outside patient's body, a broken stent strut was noted. The procedure was completed with a 3.0x28mm non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on proximal rows 1-2, stent struts were damaged, lifted and pulled distally. On distal rows 1-4, stent struts were damaged and pulled in a distal direction over the distal markerband. The undamaged mid-section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified mid to proximal left anterior descending (lad) artery. A 3.00x28mm promus element plus drug-eluting stent was advanced to treat the lesion, however, resistance was encountered. When the device was checked outside patient's body, a broken stent strut was noted. The procedure was completed with a 3.0x28mm non-bsc stent. No patient complications were reported and the patient's status was fine.